Event description:
As reported, it was a case of a 26 mm sapien 3 ultra resilia valve implanted in the aortic position by right transfemoral approach. During the procedure, the balloon ruptured immediately following valve deployment. No leakage was observed in the delivery system, and valve alignment had been performed in a straight segment of the anatomy. The perceived root cause of the delivery system issue was reported as likely related to calcification at the sinotubular junction (stj). Difficulty was encountered when withdrawing the delivery system at the tip of the esheath plus. As a result, the delivery system and esheath plus were removed together as a single unit. Damage to the esheath tip was noted and was considered likely to have occurred during attempts to withdraw the delivery system with the ruptured balloon still inside the sheath. After removal, bleeding was observed from the femoral artery at the level of the bifurcation of the common femoral artery into the internal and external branches. Hemostasis was achieved using a 10 mm balloon, which successfully controlled the bleeding. Upon device withdrawal, balloon material was found to be missing. Its location could not be determined despite x-ray and contrast imaging. Approximately 15 minutes later, follow-up imaging showed improvement, and the patient exited the operating room in stable condition. The overall event was assessed as likely related to calcification of the stj.

Manufacturer narrative:
The investigation is ongoing.